Manufacturer narrative:
B3. Date is estimated; year is valid. D10: section d information references the main component of the system and other applicable components is the lead: product ID 977a275, serial# unknown, implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported during the summer, they took another fall and got pinned underneath the sink, which knocked loose one of their 'wires'. Patient said they went to a neurosurgeon, who said they wouldn't touch them with a 10 foot pole because they would probably paralyze them. Patient has not felt any stimulation from their stimulator. The patient was redirected to their healthcare provider to further address the issue. Patient reported they recently lost their controller while going between their home and the hospital for surgery - someone misplaced the controller and it hasn't turned up yet in either location.